Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a r2p case via right radial was performed. Distal right at legion was identified, and right pedal at access obtained. The case was a successful percutaneous trans radial angioplasty (pta) to right superficial femoral artery (sfa) and right at. A regular tr band 2 was applied over a 10cm glide sheath slender. The trb2 band was inflated with 20ml of air by the scrub, and the sheath was removed. Air was titrated until flash of blood seen, 2ml of air was added to band volume resulting in 15ml in band. The patient began to bleed seconds after; therefore, additional air was added to the band. The patient was still bleeding after additional air was added. The trb2 was suspected to have a leak in the air pillows. A registered nurse (rn) held right radial and right ulnar pressure for hemostasis. The trb2 was removed by the scrub, the area was cleaned, and new trb2 was applied. 15ml air added to the band. Right ulnar artery manually occluded to check for right radial flow with spo2 finger monitor on right index finger (reverse barbeau). Spo2 sensor read 93%. 2ml air removed from band, total air volume in band now 13. The scrub verified patient was not bleeding from the site. Reverse barbeau was performed again, patient spo2 at 95%. The patient was transferred to recovery in stable condition. There was no patient injury/medical or surgical intervention required. There was no equipment or other devices used with the product involved. Additional information was received on 15 may 2023: successful radial hemostasis was obtained with the second trb2 applied. Bleeding was less than 250cc's. No noticeable damage to device was observed. The device was manipulated in usual fashion for application pre-use. It was unknown if manipulation occurred during storage. The trb2 at this facility was stored at cath lab room temperature in a cabinet where light cannot reach when the door is closed.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band 2 was returned for product evaluation. The returned sample included the band assembly, pouch label and inflator. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There was no air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under a microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak at the inflation tube insertion point of the balloon tab. The operations quality engineer was notified, and a nonconformance (nc) was initiated for this issue. The nonconformance (nc) will contain root cause analysis and corrective actions. A corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).